Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit lifted pins/protruding metal from the device bending section. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause the observed bending section metal pin protrusion could not be determined, however, the issue was likely the due to component failure due stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.